Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced low blood glucose. The customer blood glucose level was 34 mg/dl at the time of incident. The customer was treated with glucagon for low blood glucose. The customer stated that the insulin delivery was not suspended due to sensor verses blood glucose difference. The customer stated that the sensor glucose value was 115 mg/dl. The customer did not provide details regarding the low blood glucose. The customer declined the troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.